Event description:
Patient was seen by gyn status post-op for endometrial ablation. Surgeon confirmed the presence of a second degree burn in the vagina, apparently caused by thermachoice catheter. Further follow up raises concerns that there is no active cooling system prior to removal of the catheter from the patient. In addition, there is an absence of monitoring fluid temperature after treatment. Therefore, the balloon and catheter shaft have the potential of burning a patient. The removal of excessive heated fluid is a safety concern when the healthcare provider evacuates the fluid out of the balloon into a syringe.